Event description:
Device 3 of 4. Ref MFR reports: 1627487-2013-18249, 18250 and 18252. It was reported diagnostic testing revealed invalid impedance readings. Reprogramming was unable to provide effective coverage. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.